Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. The rep stated that the replacement surgery hasn't been scheduled yet. The cause of the por and eos is unknown. The rep also stated that neither the eos or the por has been resolved yet.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed.

Event description:
Additional information was received. Patient had battery replaced. The manufacturer's representative spoke with the patient pre-op, and patient remembered that they might have had 2 overdischarges prior to the battery being dead at the last visit. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s therapy stopped and a por (power on reset) warning message was seen on patient programmer in (B)(6) 2016. The por was not known to be related to an overdischarge event. There were no traumas or falls related to the issue and no symptoms were reported. The por could not be cleared through troubleshooting, and the patient was advised to see their hcp to have the device interrogated.

Event description:
The consumer via the manufacturer representative (rep) reported that the battery was at end of service (eos). Factors that may have led or contributed to the issue was reported to be unknown. It was reported that the patient received a power on reset (por) message and when the battery was interrogated with the clinician programmer, the eos message came up. There was a report that the patient would be scheduled for replacement surgery. A surgical intervention did not occur but a surgical intervention was planned and had not been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomalies and was at end of service (eos) due to three overdischarges. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. The information obtained from the ins upon receipt indicated the device had reached eos (end of service) due to =3 overdischarges.

Event description:
Additional information was received from a healthcare professional that the patient's device was reprogrammed. The power on reset (por) was not resolved and a replacement surgery was scheduled. The exact date of the replacement was not provided. The cause of the por was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.